Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the consumer had a problem when they did the trial. According to the consumer they tried to implant the lead in the office but there were complications because it didn't work meaning they couldn't get the lead up by where their neck was fractured and their blood pressure dropped too low. Due to this the consumer had to go to the hospital to have the trial lead implanted. No further complications were anticipated.